Event description:
It was reported that an error code occurred during start up of the pump. No additional information is available. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and labels intact, and the device was in good physical condition. A review of the event history log identified the reported error code in the history. Functional testing using power up duplicated the reported problem which indicated an issue with the back up capacitor. The root cause of the problem was a faulty back up capacitor. To resolve the problem, the back up capacitor was replaced.